Event description:
It was reported that cartridge alarms occurred during insulin delivery with multiple cartridges. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.